Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were hospitalized for about 3 days due to low and high blood glucose levels on (B)(6) 2017. With an unknown low blood glucose level she treated and then went very high. The customer's blood glucose was at 570 mg/dl at the time of admission. Troubleshooting for the low blood glucose level was not completed. The customer was wearing the insulin pump during hospitalization. Troubleshooting was completed for the high blood glucose level. The customer experienced a diabetic ketoacidosis. Customer felt that the insulin pump over delivered and then stopped working altogether. The self-test passed. The insulin pump will not be returned for analysis.